Event description:
It was reported that the customer's insulin pump stopped turning on. There was no reported impact on the customer's blood glucose level. Upon receiving the pump, the distributor identified that the pump's usb port was damaged, preventing the charging cable from being connected. The device is expected to be returned to tandem, and a replacement pump has been arranged for the customer.